Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4, h4, UDI: the lot number was unknown; therefore, the device manufacture date is currently unavailable. Therefore, the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a rotator cuff repair procedure, it was discovered that the scrub technician experienced difficulty opening and closing the cordcutter device, causing it to get stuck and unable to function properly. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4, UDI: lot number: the device lot number was unknown the initial medwatch report. The lot number has been identified and the UDI has been updated accordingly. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: h4: the device manufacture date was unavailable in the initial medwatch report. The device manufacture date has been updated accordingly. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted visual inspection and functional testing of the returned device.¿ upon visual inspection revealed that cordcutter *ea inner shaft was found with wear marks. The inner shaft was found deformed at the middle end and had steins of rust like substance at several spots. A functional test was performed, the device was attempted to be opened without suture, however it was difficult to depress the trigger was noted due to resistance that was felt to open and close the device. The overall complaint was confirmed as the observed condition of the cordcutter *ea would have contributed to the complained issue. ¿ based on the investigation findings, the potential cause can be attributed to the procedural variables, such handling of the device or product interaction during sterilization process based on the inner shaft condition. As per the IFU, follow the instructions and warnings issued by the suppliers of any cleaning and disinfection agents and equipment used. As per inspection after cleaning instructions: if soil is still present, reclean the instrument, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device 24a01, and no non-conformances were identified.